Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported problem. Physio replaced the system pcb assembly as a pre-cautionary measure and confirmed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed system pcb assembly was further evaluated at the failure analysis center and the reported failure was not duplicated. A conclusive cause of the reported event could not be determined.

Event description:
During a patient use, it was reported that the device screen flickered and it lost power. The device was able to deliver therapy and the reported issue had no adverse effects on the patient. There were no further details on the event and/or the patient provided.